Manufacturer narrative:
Product analysis of ipg revealed that setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block and found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Product analysis was carried out and there was no new information regarding patient weight as it is still unknown.

Manufacturer narrative:
Analysis of the ins (B)(4) found that the setscrew was backed out beyond the point of being able to engage with the connector block. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that, during the operation, the ins setscrew would not lock down onto the lead when tightening with the torque wrench. The rep reported that they tried multiple times but could not get it to work. A different ins and torque wrench were used and everything connected properly. The rep reported that no factors caused this to happen other than a faulty ins setscrew or torque wrench. The patient was reported to be alive with no injury.